Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a device fracture occurred. A rotapro 1.50mm and a rotawire were selected for a rotational atherectomy to treat a 70-90% stenosed lesion in the left anterior descending artery (lad). The lesion was moderately tortuous and severely calcified. The rotapro 1.50mm burr fractured in the lad after rotational atherectomy. It was also noted that the rotawire fractured as the rotapro burr was spinning. Dynaglide was used to retrieve the fractured devices. No patient complications were reported.

Event description:
It was reported that a device fracture occurred. A rotapro 1.50mm and a rotawire were selected for a rotational atherectomy to treat a 70-90% stenosed lesion in the left anterior descending artery (lad). The lesion was moderately tortuous and severely calcified. The rotapro 1.50mm burr fractured in the lad after rotational atherectomy. It was also noted that the rotawire fractured as the rotapro burr was spinning. Dynaglide was used to retrieve the fractured devices. No patient complications were reported. It was further reported that the rotawire was not fractured and there were no allegations of a malfunction associated with the rotawire.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.